Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a large cuff repair surgery the scorpion needle broke inside the patient whilst passing suture through the tissue. The repair surgery was completed using x4 swivelock and x4 across ft (conmed). It was noted 2/3 through the operation (on the 5th anchor) that the needle had broken so another was opened to complete the repair. The broken piece is remaining in patient. It was not necessary to switch the surgical technique or do a second surgery. The scorpion device used was ar-13999mf.

Manufacturer narrative:
The complaint is confirmed upon review of the customer provided photo, as the distal end of the scorpion needle (including the suture notch) is not present in the right-hand sample pictured. However, as the device is not available for investigation, no further analysis can be conducted. The cause remains undetermined without receipt of the complaint device for further evaluation.